Event description:
The following has been reported: nurse reported: "per nursing report, immediately upon starting the iron infusion for the patient, the pump beeped that there was air in the cassette and the alarm directed the nurse to back prime the air into a syringe on the secondary port, however, no visible air was noted and the pump would not allow it be back-primed. It had another alarm 'back priming occlusion' when this was tried. The nurse tried a different pump and started the infusion and only the drip chamber filled while the tubing started running dry from where the tubing connects to the drip chamber so it was pulling a large air gap into the tubing. Ultimately had to re-prime the medication with a new tubing set- the priming volume was drug loss. " active infusion stopped: yes. Injury/adverse reaction: no. A preliminary review of the logs identified the following issue: unable to prime air from tubing set. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection. The gold foil corresponded to the specific code set-0032-25. Primary line infusion was tested with a set rate of 1000ml/hr and set volume of 10ml and primary line was connected to a saline solution bag. The primary bolus prime process passed successfully. Syringe with saline installed in the secondary port, with a set rate of 1000ml/hr and set volume of 0.1ml. The secondary bolus prime process passed successfully. Backpriming was performed at secondary, volume of 4.3 ml was backprimed, no issues when performing the process. The customer complaint is not confirmed. The root cause could not be determined. The evaluation methods applied to the returned sample were not able to identify the origin of the reported defect (priming error - impossible to pack prime). No visible defects were observed in the unit, and no conclusive evidence was found to explain the issue reported. Normal flow was observed in the set during the back-priming test. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. The batch record fa25d28020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.